Event description:
The baxter technician reported an infusion pump that under delivered on channels a and c during service testing. The device was not involved in any pt incident since the last baxter service event.